Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this 79 y/o male patient's right knee was revised. Surgeon changed out an exactech truliant p.s. Insert due to infection. Patient was last known to be in stable condition following the event. Product not returning: facility kept product.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Serial number, expiration and manufactured dates unknown. No implant date. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.